Event description:
It was reported that the patient could sense that her device was shut off and she felt a jolt sensation when therapy was turned back on. It was noted that since the patient¿s battery replacement, she was no longer feeling that sensation between therapy on and off. It was further noted that parameters were changed only slightly with the new implantable neurostimulator (ins). Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0340570v, implanted: 2003 (B)(6); product type lead product ID 3389-40, lot# j0340323v, implanted: 2003 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 7426, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).